Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The device was visually inspected and functionally tested. The reported condition of does not work was confirmed as a failure 82. The cause of the reported condition was due to a defective central processing unit (cpu). To correct the issue the cpu was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump does not work. There was no patient involvement. Additional information was requested and is not available.